Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the piston does not move while attempting to bolus with the device. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 141 mg/dl at time of reporting. Nothing further reported.